Event description:
It was reported static electricity erased the programming on the device. No further information was reported.

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension;, product ID 7427, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 3998, lot # j0540959v, implanted: (B)(6) 2005, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).